Event description:
Approximately twenty-seven and a half months after the implantation, the patient presented for routine right heart catheterization which revealed elevated pulmonary artery pressures. Lvad flows were also noted to be decreased from baseline. He was admitted with the plan to increase lvad speed under swan-ganz monitoring in order to increase flow. A full speed evaluation echocardiogram was performed, which did not show any significant improvement in lvad flows after the lvad parameters had been adjusted. A cardiac computerized tomography (CT ) scan was completed which revealed a mural and globular thrombus within the lvad outflow graft, most significantly producing a high grade obstruction of the distal segment of the graft where it anastomoses to the ascending aorta. A continuous 72 hour integrilin infusion was started, as well as a milrinone infusion for right ventricular support. A repeat chest CT showed, "thrombus burden of left ventricular outflow graft." Per patient request, he was discharged home on a milrinone infusion and enoxaparin injections while awaiting transplantation. Investigation is ongoing.

Manufacturer narrative:
The device will not be return to heartware for analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Conclusion: hvad® pump remains implanted and is not available for evaluation. Based on review of all the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. The heartware hvad instructions for use addresses guidelines for optimal patient management. No additional information will be forthcoming.